Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp(omsc). But was returned to oas for evaluation. The evaluation at oas confirmed no irregularity in the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus (B)(6) (oas) was informed that the fecal samples of five patients tested positive for salmonella zanzibar and all five patients experienced colonoscopy using the subject device. It was reported that the test result of the microbiological testing for the subject device at the facility did not reveal the bacteria. This is three of five reports.